Manufacturer narrative:
The meter showed error 5 and error 7. Per product labeling for error 5: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Per product labeling for error 7: measurement error caused by the blood sample. If you see "error 7," this means the meter was unable to detect a clot. Repeat the test. Be sure to carefully follow the steps on the previous pages. For example, make sure the fingertip is thoroughly dry, use the meter on a surface free of vibrations, and apply the blood drop within 15 seconds of sticking the fingertip. If you still get "error 7," call your doctor immediately to arrange for testing using another method. In rare cases, patients with abnormal or unusually long clotting times may receive an "error 7" message. If you still receive this message when you repeat the test, you must use an alternative test method to confirm the result. Contact your physician without delay.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 1:07 pm, the result from the meter was 8.0 inr. At 1:21 pm, the result from the meter was 3.1 inr. The therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.